Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result was 1.043ng/ml and 0.193 ng/ml upon a reflex test. Both results were printed with an "orh" flag. (Orh- the pt result is above the upper limit of the reference range). On the same day, the sample was tested on a different instrument in the customer's lab and accu tni result of 0.08ng/ml was obtained initially and upon reflex. The sample was aliquoted to a sample cup and then re-tested on the unicel dxi 800 instrument, and a result of 0.051 ng/ml was obtained. The result was printed with the "orh" flag. The erroneous results were reported out of the lab. There was no report of death, injury, or change to pt treatment in association with this event.

Manufacturer narrative:
Qc was within specifications before the event. Qc was not performed after the event. A system check ran in 2008, passed established specifications; however, had an elevated one if its parameter. The specimen was a plasma type with lithium heparin. Specimens are not collected by the lab staff and customer stated that some pre-analytical factors may affect sample integrity. A field service engineer (fse) was dispatched to the customer's lab: based on available info, the fse was in the customer's lab in 2008, and verified the instrument's performance following a preventive maintenance (pm). The fse returned to the customer's lab two days prior, and performed type 1 protocol with good results. The fse discussed sample handling with the customer and provided the customer literature and educational material regarding proper sample collection and processing. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.